Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was unknown. The reason for call was caller requested MRI conditions for the pump. Caller mentioned that the patient stated the pump is no longer working. Caller had no further information or details on the allegation.